Event description:
It was reported that the graftmaster was deployed in a pseudoaneurysm in the right anterior tibial artery. After deployment, it was noted that there was a very delayed endoleak with minimal filling of the false aneurysm cavity. Post dilatation was performed and the false aneurysm filling resolved at the end of the procedure. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device remains in the patient and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.